Event description:
On august 11, 2009, the user facility ((B) (4)) reported that during a cardiopulmonary bypass surgical procedure, the surgical team experienced difficulties in attaining adequate oxygenation of the pt's blood. This was reported as a performance matter. The user facility reported that the device was changed out (resulting in approximately 100 cc loss of blood) and the procedure was completed without further incident. It was reported that the pt was not injured as a result of this event.

Manufacturer narrative:
Terumo conducted an evaluation into the reported event and could not confirm an anomaly with respect to the gas transfer membrane (hollow fibers) that facilitate gas transfer during bypass surgery. This investigation included gas transfer analysis and other performance assessements. The gas transfer testing revealed that the device met the existing performance criteria. Terumo submits that often, bench testing of a device during an investigation is not always capable of replicating actual clinical experiences since pt conditions and other complex variables can be contributory to performance related anomalies. It is possible that the pt's condition and/or blood hemodynamics could be variable conditions that are contributory to the performance related event reported by the user facility.